Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose levels of 600 mg/dl. Customer experienced blood glucose level of 500 mg/ml. Insulin pump passed high pressure test. The product will not be returned for the analysis.